Manufacturer narrative:
Findings: unit alarmed motion sensor failure during rewind due to motor encoder signal out phase. Unable to verify for time clock anomaly and perform, an unexpected restart test, rewind and basic occlusion, occlusion, prime the excessive no delivery and displacement test due to constant alarm. Pump received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motion sensor failure. Customer's blood glucose was unknown mg/dl. The customer was assisted in performing displacement test and test failed. The customer attempted twice, both time alarm cam back. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.